Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that the lead body of this right atrial (ra) lead was cut when the physician was extracting the right ventricular (rv) lead. The lead was explanted. No additional adverse patient effects were reported.